Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the air/water cylinder had no color. The suction cylinder had no color. The suction cover plate was detached. Due to damage on the guide pin of the electrical connector, water tightness was lost/leaked. Due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. There was residual liquid or white fiber foreign material coming out of the channel tube. Due to damage on knob wire/forceps elevator wire, the fixing force of the guide wire did not meet the standard value. The connecting tube had a wrinkle. The adhesive around the light guide lens had a crack. Water tightness was lost and there was a leak at the forceps elevator. The forceps elevator/arm, distal end had a dry brown foreign material (most likely traces that remained from previous procedures and insufficient cleaning). There was corrosion around the forceps elevator arm. The universal cord had coating peeling. Device history records:the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, similar complaints (B)(4) were initiated from other facilities for the same device. Conclusion: event 1: the root cause concerning the issue of residual liquid or foreign material that came out of the biopsy channel could not be identified. Also, we were unable to identify the material that came out of the biopsy channel. The foreign material may not have been removed due to the imperfection of proper reprocessing caused by leakage at the forceps elevator and the elector connector. Event 2: the root cause concerning the issue of the forceps elevator having foreign material could not be identified. Also, we were unable to identify the material remaining in the device. The foreign material may not have been removed due to the imperfection of proper reprocessing caused by leakage at the forceps elevator and the elector connector. Event 3: the root cause concerning the issue of the lever arm having foreign material could not be identified. Also, we were unable to identify the material remaining in the device. The foreign material may not have been removed due to the imperfection of proper reprocessing caused by leakage at the forceps elevator and the elector connector. Event 4: the root cause concerning the issue of the distal end had foreign material that could not be identified. Also, we were unable to identify the material remaining in the device. The foreign material may not have been removed due to the imperfection of proper reprocessing caused by leakage at the forceps elevator and the elector connector. Event 5: the root cause concerning the issue of the water tightness of the forceps elevator being lost could not be identified. However, a presumed cause may have been due to physical stress applied to the distal end during device handling by the user. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope no longer had any wire to be found on the discharge channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: residual liquid or foreign material came out of the biopsy channel; the forceps elevator had foreign material; the lever arm had foreign material; the distal end had foreign material; and the water tightness of the forceps elevator was lost. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.